Event description:
Reportedly, surgeon struggled to release the instrument due to the pin sticking, which caused tissue damage to the back of the stomach, the approximation lever jammed half way down the shaft and would not move. Procedure: unk.